Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned for an unknown reason. Upon receipt at cpi, this ICD could not be interrogated.